Manufacturer narrative:
As reported, a patient's hair was pulled, scrapped skin and nicked. The subject device has been discarded and not available for evaluation. Based on the information available and without having the sample or photos to evaluate, no conclusions can be made as to the extent to which the blade may have caused or contributed to the patient's clinical course. This MDR represents the clipper blade (device #4). Additional mdrs were submitted to represent the clipper blades (device #1, device #2 & device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, it is alleged that a patient's hair was pulled and scrapped skin. Nicked area was near the tunnel catheter was being placed so it was bandaged with the catheter site.